Event description:
It was reported that there was oversensing, low impedance, and insulation breaches on both the atrial and rv (right ventricular) leads. It was also reported that the device experienced high current drain. The device was explanted and replaced, and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead, implanted: (B)(6) 1999. (B)(4).